Manufacturer narrative:
Concomitant medical products: catalog #unk, unknown zimmer fiber metal taper stem, lot #unk. The femoral head was returned for further review. Dimensional measurements of the femoral head conformed to print specifications where measured. Sem images confirmed the presence of dark debris on the femoral head female taper. Eds elemental analysis of the debris on the head taper surface was performed. The debris on the head taper consisted of chromium, cobalt, carbon, oxygen, phosphorus, titanium and molybdenum. Device history records for the head were reviewed with no deviations or anomalies noted. No device or image was provided of the stem taper. The stem used with the liner and head are a compatible combination; however compatibility with the shell could not be confirmed. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. Based on the information provided a likely cause for the reported issue is stem to head taper junction corrosion. A specific cause for the corrosion cannot be determined with the information provided.

Event description:
It is reported that the patient's femoral head and acetabular liner were revised due to signs of elevated ion levels and metallosis.

Manufacturer narrative:
This report will be amended when our investigation is complete.